Event description:
It was reported, that the customer received a power source alert, while using the tandem-provided wall charging adapter. The customer placed the tandem charging cable straight into a usb connection to pc. And the pump began to charge with no additional adapter. There was no adverse impact to customer's blood glucose level. A replacement wall power adapter was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.